Event description:
Consumer reported complaint for low blood glucose test results. Mother is calling on behalf of the customer. Per the customer he was having low blood glucose symptoms but felt well at the time of the call and did not report any symptoms. Customer stated he could not get a reading from the meter but felt his blood sugar was low, when he went to test he did not get a result at 4am but did take a test at 10:40am and got a result of 201 mg/dl fasting am. Customer went to the hospital on (B)(6) 2025 due to low blood sugar; customer did not disclose what test result he got on the meter. Customer had been discharged (B)(6) 2025. Customer could not provide any other information from the hospital visit and what was the diagnosis or recommendation. The customer's expected blood glucose test result range was not provided. During the call, a back-to-back blood test was not performed by the customer. Test strip lot information was not provided; the meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 22-dec-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated could not get the meter to read blood results, internal report reference number (B)(4).